Event description:
It was reported that during a stent procedure, after adequate predilatation, the multi-link was placed across the lesion. After inflation of the multi-link, and upon removal, it was discovered that the stent came off the delivery system partially expanded and hanging off the distal end of the system. Reportedly no pt injury was associated with this event.

Manufacturer narrative:
Quality assurance preliminary analysis of the returned device revealed that the unit was returned with the stent stretched and twisted. The shrink tubing/c-flex junction was intact. The c-flex was torn, but not stretched. Quality engineering evaluation revealed the presence of air in the balloon. It is possible that the proper preparation techniques were not applied as specified in the IFU. It was noted that there were no indications in the complaint that any device issues were found during preparation. As part of the quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to it's balloon. The device manufacturing records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.